Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned loose. The posterior cuff and needle tip were still attached to the rail end. There was a dent/stressed mark on the anterior needle barb which is confirmed when the anterior cuff detached from the anterior needle tip during plunger removal. The anterior cuff and link were not returned with the device. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link detaches from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. The link and cuff detachment and is a likely result of resistance or drag encountered during the procedure. The guide appeared normal and there was no twisted/bent guide as reported. Inability to reinsert the plunger can be due to too much dried blood inside the needle lumens. According to the report, the device was deployed in heavily calcified left femoral artery. The patient anatomical condition may have contributed to the reported experience. The perclose proglide instructions for use (IFU) states under contraindications that breakage may occur for devices used in patients exhibiting calcification which is fluoroscopically visible at femoral artery. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information the second and third proglides are each being filed under separate MFR numbers.

Event description:
It was reported that three physicians trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified left femoral artery after an interventional procedure. Reportedly, for the first device (deployed by the first physician) only the anterior cuff was connected to the needle. For the second (deployed by the second physician) and third proglide (deployed by the third physician), only the posterior cuff was connected to the needle. Manual compression was applied to achieve hemostasis. After device examination, two out of three devices were observed to have 'twisted proximal guides'. It was assumed that the twisted guides may have caused the cuff miss. There was no reported adverse patient sequela. Though requested, additional information was not provided.